Event description:
The customer reported a 'precharge error.' This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be operating as intended and returned to service.